Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
One metal part seen in tooth was deleting tooth [tooth injury]. Tooth bleeding [gingival bleeding]. Metal part of toothbrush in one tooth [foreign body]. One metal part from tooth brush (seen in tooth) - oral-b toothbrush [device breakage]. Case description: a consumer, gender and age unspecified, provided a spontaneous report via email on 22-jul-2017 that he/she used an oral-b power rechargeable toothbrush handle professional care 3756 beginning on an unknown date and his/her tooth started bleeding while using the product. The consumer described that he/she saw there was a part of the toothbrush in his/her one tooth. The consumer stated that he/she was required to go to a local doctor who said that one metal part was seen in his/her tooth, and it was deleting this tooth. The consumer reported that he/she will change as soon as possible, the brand of his/her future toothbrushes. Relevant history: none reported. Concomitant product(s): none reported. The case outcome was unknown. No further information was provided.